Manufacturer narrative:
11/5/2020, it was reported to mentor that the replacement device was mentor memorygel breast implant 400cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/30/2020, the mentor failure analysis lab has received the device for evaluation. On 8/17/2020, during the visual evaluation, the device was observed to be ruptured. Reason for device explant and/or reoperation: rupture and pain. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing. Our observations may differ from your original findings. If you would like us to conduct a more exhaustive analysis, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 7317952 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced right ruptured implant and pain. As a result, the patient had undergone removal on (B)(6) 2020.